Event description:
We received an allegation about discrepant results for 2 patients' samples tested with calcium gen.2 assay on a cobas 6000 c (501) module. Patient 1: initial result: 4.9 mg/dl (accompanied by a data flag). Repeat result: 4.0 mg/dl. Patient 2 was tested on 10-jun-2026: initial result: 6.9 mg/dl. Repeat result: 4.8 mg/dl. The physician questioned the initial results, prompting the repeat of sample 1 and sample 2.

Manufacturer narrative:
The cobas 6000 c (501) module serial number was (B)(6). The qc was acceptable. The alarm trace showed abnormal probe sucking and abnormal sample aspiration alarms, hinting at a sample quality issue. The field service engineer checked the instrument, verified the fluidic levels and pressure, and found no cause for the event. He then performed precision studies, and it was within specifications. The investigation is ongoing.